Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was explanted one month post implant due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the reason for the explant procedure was noise and oversensing on the atrial channel. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.